Event description:
It was reported to depuy acromed that a custom polyaxial screw pulled out and caused the pedicle to pull off of the vertebral body. According to the complainant, the patient had weak, osteoporotic bone and a severe deformity. There were no other adverse consequences to the patient. No further information was reported. The screw was returned for evaluation with no apparent damage noted. A complaint history analysis was performed and no other complaints have been reported for this part number. A visual analysis was performed and the screw conformed to specifications. There were no indicated that there was no problem with the device. The most likely cause of the event is the poor quality of the patient's bone, the number of levels instrumented, and the 54 degree deformity that was being treated. No further evaluation can be performed.